Event description:
Twenty units pitocin in 1000 cc was set to infuse at 100 cc/hr via the I-med pump. Approx 1 1/2 hours later it was noted that the pump had infused 600 cc fluid. The pump was immediately discontinued. There was no adverse effect to the pt or the fetus.